Event description:
It was reported on (B)(6) 2022 by an arthrex employee via email that an ar-12990 knee scorpion broke. This was discovered during a case and broke inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the missing upper jaw. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.